Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the internal magnet of the subcutaneous baha implant system was removed on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.